Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00033. It was reported the patient suffered a fall. Reportedly, the stitches were pulled resulting in an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the scs system was explanted. No cultures were obtained. However, the infection is being treated with antibiotics and physician monitoring.